Event description:
The patient was implanted with a herniamesh t-sling cal-ts10 lot 0295 on (B)(6) 2006. Many years later the patient has suffered chronic pelvic and vaginal area pain, excruciating pain during intercourse, experienced worsening urinary incontinence, retention, leakage, frequency and urgency to urinate, a bladder stone, mesh erosion, additional surgery, urinary and vaginal infections, vaginal bleeding, vaginal discharge, urinary complications, physical pain, and emotional pain. No further information has been provided.